Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the hex is completely sheared off. The edges of the hex appear to be damaged as well. Hardness of the driver sleeve was found within specification. Visual microscopic examination suggests the hex tip broke, due to the torque applied to the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the internal hex portion of the screw driver was broken while placing a screw. The broken piece was retrieved. No patient complications were reported.